Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history report (DHR) was reviewed, and no nonconformities were found that would have led to the reported complaint.

Event description:
The event involved a clave¿ connector where a leak was reported. A nurse replaced the patient's infusion connector, opened the outer packaging, pre-filled the infusion connector with saline, and then replaced it for the patient. When connecting it to the patient's infusion line, leakage was noticed during flushing. Upon inspection, the internal part of the infusion connector did not return to its normal state. A new infusion connector was immediately provided, after which it could be used normally. There was patient involvement but no harm was reported.